Event description:
Information received that the casters would brake, but would ratchet. No injury reported.

Manufacturer narrative:
Technician found that the casters would brake but would ratchet as they were worn. Replaced the casters to resolve this issue.